Event description:
Healthcare professional reported, "capsular contracture", baker grade unknown. This is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to b5: description of event and d1-d4: device information: only the contralateral side device information was provided as serial number#: 17936831, lot number#: 2339961 and catalog number: ¿n-27-mm125-320¿. It is unknown, if the right side device has similar information or if there is a complaint against the right side. Capsular contracture will be conservatively reported for the right side. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported, "capsular contracture", baker grade unknown. This is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, b5, d4, h6.

Event description:
Healthcare professional reported right side "capsular contracture baker grade unknown." Healthcare professional later reported "the patient had a bi removal surgery for preventative replacement, not due to capsular contracture." The device has been explanted and replaced.